Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported iipv was not confirmed. Maximum drain volume was 1434 ml which was 143% of largest prescribed fill volume (lpfv) = 1000 ml). Iipv is when drain = 160% of lpfv. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. A device history review revealed no previous service events were related to the reported condition. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A local nurse reported an issue of overfill for a (B)(6) patient. The patient had a feeling full associated with respiratory problems. The patient apd therapy prescription consists of 5l per day. The volume injected was 1l per injection and the lat injection(fill) was 05l. Total therapy time was 10 hours. The following day patient noticed that the solution bags are completely empty which is unusual for her. The nurse helped the patient drain 1500ml. When the set up on the hc was 500ml for last injection( fill) the nurse advised the patient to switch from automated peritoneal dialysis (apd) to continuous ambulatory peritoneal dialysis (capd). A swap was arranged for the hc. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report